Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the device was exposed to lighting outside of the box packaging, which resulted in the hemostasis sheath being affected and 'cracked and broke'. However, this was unable to be confirmed since the device was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tip of the involved angio-seal sheath cracked and broke. The event occurred intra-operative. The procedure performed was transfemoral access for a neruo intervention. No blood loss was reported. The reported event did not result in patient injury and no medical, surgical intervention was required. There is not a direct allegation that the reported device caused or contributed to patient injury and or need for medical intervention.